Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer inserted the sensor, released the inserter and the sensor was still attached to the inserter while the needle was inside of the body. The customer¿s blood glucose level was 120 mg/dl at the time of incident. The customer stated that they were not able to wear the sensor. The sensor will not be returned for analysis.